Manufacturer narrative:
The device was not received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of polyflux 140h had a leakage and high uptake rate. It was not specified in what step of therapy this event occurred. The patient involvement was not specified. No additional information is available.